Event description:
It was reported that this event involved a male required foot debridement. The peripherally inserted central catheter (PICC) was inserted in radiology, placed in the brachial vein of the pt. A leak was found in the PICC line and as a result, was removed and replaced without issue. A two hour delay was reported as a result of this occurrence, however, no death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.